Event description:
It was reported that customer experienced cgm error and contacted support for assistance. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through complete pump reset instructions, pump was successfully reset, and cgm error did not appear again, with no further actions reported.